Manufacturer narrative:
A review of the device history record has been completed.no deviations or non-conformances noted.further information from the reporter regarding event, product, or patient details has been requested.no additional information is available at this time.reason for complaint: capsular contracture grade iii.

Event description:
Allegedly, the patient who had an augmentation in (B)(6) 2018 developed a baker IV grade capsular contracture, a beak-shaped scar, and significant ptosis. (France)

Manufacturer narrative:
After an analysis of the clinical evidence provided and the report, it was not possible to confirm the alleged event due to no clinical evidence was provided. The alleged event is a risk associated with breast surgery and there is no evidence to suggest a link between this particular implant and/or its manufacturing process and a higher risk of occurrence. The cause of this event is multifactorial, and we cannot conclude that the reported event was caused by the manufacturing process and/or the product itself. A complete review of the DHR for lot involved was carried out, no deviation was found in the manufacturing process. Additionally, there were no indications of abnormalities in raw materials or manufacturing processes which may have affected this particular batch. The instructions for use in the directions for use were reviewed, to determinate if there are indications that ensure the prevention and good handling of the product. For this event, it is considered that the information is suitable for the section of surgical precautions as follows: capsular contracture - "a capsular contracture pertains to hypertrophic scar tissue investing in a foreign body or surgically implanted device, compromising the aesthetic outcome, resulting in pain, breast deformity, and often necessitating further operations4 detection of breast cancer by mammography may also be challenging. Capsular contracture may be more common following infection, hematoma and seroma, and the chance of it happening may increase over time. Capsular contracture occurs more commonly in patients undergoing revision surgery than in patients undergoing primary implantation surgery. Capsular contracture is the most common complication following implant- based breast surgery and is one of the most common reasons for reoperation." Ptosis ¿ the ¿waterfall effect¿ is a descriptive term to indicate sliding ptosis of parenchymal breast tissue over a fixed or encapsulated implant. It occurs more frequently than surgeons anticipate and especially over the long term after augmentation. Certain breast implants are more prone to contribute to this problem as are implants placed in submuscular pockets that ride high, especially in women with anatomical musculoskeletal variance or asymmetry. Hypertrophic scarring ¿ scarring is a natural healing process, and it can take time to see improvements. Hypertrophic scars may happen when there is an excessive production of tissue, which forms the scar. Scars may also be caused because the wound takes too long to heal. Biologically, some people tend to be more susceptible to hypertrophic scars due to their genetic makeup. As stated in the literature: capsular contracture produces asymmetry between both breasts either in bilateral (when the degree of affectation is different) or unilateral cases. The patient may present discomfort in the contracting breasts, such as coldness and pain. (F. J. Escudero et al., 2005). Establishment labs will continue to monitor for similar complaints/trends as part of the post market surveillance process.

Manufacturer narrative:
Since new information was provided to evaluate the event reported, a causal relationship between the reported event and the device has been established. Upon thorough evaluation of the submitted clinical documentation and supporting evidence, the reported case was confirmed meeting the requirements for a capsular contracture, classified as baker grade iii/IV. This classification indicates moderate to severe contracture, characterized by firmness, distortion, and potential patient discomfort or pain. Associated scarring have been clinically confirmed.ptosis cannot be substantiated due to the absence of pre- and post-operative photographs. This event is a well-documented complication inherent to breast implant surgery. Based on the analysis of the available data, including clinical findings and product traceability records, there is no evidence indicating a causal link between this specific case and any product-related factors, including raw materials or manufacturing processes. The etiology of the alleged event is recognized as multifactorial, given the absence of manufacturing deviations or anomalies, and in line with current clinical literature, the event is considered not attributable to the manufacturing process and/or the product itself. Literature reference: the aetiology of capsular contracture is multifactorial and consisting of patient, type of surgery, prosthetic material used, the implant pocket placement, the incision type and the duration of follow-ups (liu et al., 2015) (headon, kasem & mokbel, 2015). Capsular contracture is a risk associated with breast surgery (handel, 2006) and there is no evidence to suggest a link between this particular implant and/or its manufacturing process and a higher risk of capsular contracture occurrence. A comprehensive review of the device history record (DHR) for the affected lot was completed. No deviations, non-conformances, or anomalies were identified during manufacturing. All raw materials and process parameters conformed to specified quality requirements. No adverse or unexpected trends related to the reported event have been identified. No further corrective or preventive actions are required at this time.